Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and the complaint regarding non intuitive was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the mega suturecut needle driver instrument had non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.